Event description:
3 sets of IV tubing - on two different days - [period of 3 days]- bd maxguard extension sets with two 4-way stopcocks and needleless y-site ref mx4450 ID (B)(4) - will not prime with saline. The sets have a defect that blocks fluid from passing through the tubing. This is similar to IV tubing reports earlier in the year. Manufacturer response for IV tubing, bd maxguard extension set with two 4-way stopcocks and needleless y-site (per site reporter). They sent a letter saying the factory caused the defect during manufacturing the plastic causing an obstruction in the tubing.